Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 200 mg/dl. The customer's mother stated that nothing led to the alarm, and the customer was priming when it occurred. Upon troubleshooting, it was found that the drive support cap was protruding. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the basic occlusion test due to protruded and or loose drive support disk. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked battery tube threads.